Event description:
Boston scientific corp became aware that during a anterior communicating artery procedure, access to the anatomy was challenging. The subject device lunged forward into the doom of the aneurysm. The microcatheter did not advance. There was no injury to the pt, but the physician believes that sooner or later the subject device is going to perforate an aneurysm.